Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 580 mg/dl at the time of incident. The customer's blood glucose was 334 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find leaks, insulin issues and setting issues. The customer's spouse stated that they had air bubbles in the tubing. The customer's spouse stated that the insulin was not stored in room temperature. The customer's spouse stated that they found that the cannula was bent. The customer's spouse performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.